Event description:
As reported to coloplast though not verified, patient experienced infection, recurrent incontinence, impaired physical relations with her husband and may require additional corrective surgery.

Manufacturer narrative:
This follow-up MDR has been created to document patient age, date of birth and additional complaint information. Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, additional information received indicated patient's legal representative stated urinary incontinence, enterocele, pain, erosion, urinary problems, infections, dyspareunia, loss of consortium.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned